Event description:
Co received info that due to oversensing, cause by an insulation break, this pt's leads were removed from service and capped. The implantable cardioverter defibrillator explant was elective. The system was replaced with ICD and defibrilaltion lead.